Event description:
It was reported that the remote user interface joystick on the 9900 system would intermittently not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface connection was cleaned and reseated during the service call. The system was tested and found to be working as intended, and put back into service.